Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump. The customer was able to reset pump and resume insulin therapy.